Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted. The lot number was not provided; therefore a batch review cannot be conducted.

Event description:
A home patient (hp) contacted (B)(4) regarding the heater bag coming unhooked on the homechoice (hc) machine during setup. The technical service representative (tsr) explained that all new supplies should be used. There was no patient injury or medical intervention reported. A follow up was done with the hp via phone call; the hp stated they started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp has continued therapy no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint was for a connection issue - disconnection of a supply bag. This complaint was not confirmed in the lab due to a lack of cassette sample. Not enough data is available within the complaint to identify root cause; therefore the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.